Event description:
A 28 mm diameter x 16mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted into a patient for endovascular treatment of an abdmominal aortic aneurysm. Aneurysm and vessel morphology are unknown. It was reported that there was difficiculty advancing the iliac stent graft delivery system to the intended target area. The physician elected to advance the device to the intended target area using the up and over the horn approach. It was reported that during this maneuover the left common iliac artery was dissected. The physician was able to successfully deployed the iliac stent graft covering the dissection in the artery. No additional clinical sequelae were reported and the patient is fine.